Manufacturer narrative:
The customer was sent a replacement pump in style breast pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to medela customer service that she had low milk expression while using her pump in style advanced breast pump. She also reported that she was diagnosed with mastitis by her doctor and treated with antibiotics twice in the last month. On (B)(6) 2016, a medela clinician followed up with the customer who reported that she has been on antibiotics 4 times in 10 months to treat mastitis. The customer denies symptoms of mastitis at this time.

Manufacturer narrative:
At the time of the initial medwatch filing, the product was not received and evaluated. The product was received at medela on 03/10/2016 and evaluated by quality engineering on 04/15/2016. A product evaluation revealed that the device did not pass the vacuum test when tested with the customer's returned kit components; it was noted in the evaluation that the customer's tubing and valve had residue. The breast pump passed functional tests and operated within specifications when tested with the lab kit components.